Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf148 alarm was due to a defective pneumatic block and the device not charging was due to a defective internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device would not charge and displayed an error message (sf148) related to the blower. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed, therefore, the reported complaint cannot be confirmed at this time. If further information becomes available, a supplementary report will be submitted. Resmed reference#:(B)(4).

Event description:
It was reported to resmed that an astral device would not charge and displayed an error message (sf148) related to the blower. There was no patient harm or serious injury reported as a result of this incident.